Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an iliac interventional procedure using a 6f sheath. Reportedly, when attempting to remove the device after suture deployment, the device was stuck and could not be removed. The lever had been closed completely and the foot had retracted; however, the device could not be removed. Cut down surgery was performed to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported device entrapment could not be determined. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.